Event description:
While monitoring a patient with monitoring electrodes, the unit promoted something like "prepare to shock". The patient was transported to the hospital alive and alert and patient treatment was not affected by the prompt. The defibrillator was taken out of service by the user. Patient and event details were not provided by the user.